Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system cartridge chemistry (cc) sample probe was spitting and causing a small puddle of fluid to form on the reaction wheel cover. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cc sample probe waste vacuum valve and performed cc probe height alignment.

Manufacturer narrative:
(B)(4).